Event description:
It was reported that during routine testing conducted by a manufacturer field service technician at the user facility the safety is on, the handpiece will run if forward trigger is pushed down. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Manufacturer report number 0001811755-2015-03470 was filed in error. Additional information regarding the event clarified that the customer did not experience a reportable event per 21 cfr 803:20.

Event description:
It was reported that during routine testing conducted by a manufacturer field service technician at the user facility the rubber gasket is pushed down. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.